Event description:
Patient had an integrity rapid exchange (rx) coronary stent implanted in the rca. Approximately 28 months post procedure the patient underwent a revascularization of the rca. Patient had a non-medtronic stent implanted. Approximately 5 monthslater the patient underwent another revascularization of the rca. Patient had a non-medtronic stent implanted.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (restenosis).

Event description:
The previously reported tvr event occurred approximately 3 months post integrity stent implant not 28 months as previously reported. Approximately 13 months post integrity stent implant a revascularization of the rca was carried our where an integrity stent was implanted. The event was not assessed for relatedness. Patient recovered.

Manufacturer narrative:
(B)(4)